Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter states that her customer told her that the frame bent and the seat bent as well and one leg went towards the outer direction of the seat.